Event description:
Situation/background: connector tubing of a-line insert kit faulty. Assessment: when inserting a-line and connected tubing, unable to flush. When you look at tubing in light you can see what appears to be an extra piece of plastic that is causing obstruction. Two different providers experienced this today during three different cases. Recommendation: contact the manufacturer. Centurion "(B)(6) arterial line insertion tray" reorder#: art685, lot#: 2024012690. Manufacturer response for arterial line securement tubing, statlock (per site reporter). E-mailed with materials site and arranged return for investigation.